Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. With regard to the dislodgement mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism and the functionality of the screw were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - this lead was replaced after it had dislodged and couldn't be reattached. The lead was not returned to biotronik. No deterioration of the patient's state of health was reported.